Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 6mm. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. A visual examination of the returned stent found the stent cover was disintegrated at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used in a stenting procedure to treat an esophageal stenosis due to cardias neoplasia (between 40-45 cm down the esophagus) on (B)(6) 2012. According to the complainant, during the procedure, the suture of the delivery system was blocked and the stent could not be fully released. The stent was partially deployed and remained on the delivery system. The device was removed and the procedure was completed with another ultraflex esophageal ng stent device. Reportedly the patient anatomy was not torturous and the stenosis was not dilated prior to stent placement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used in a stenting procedure to treat an esophageal stenosis due to cardias neoplasia (between 40-45 cm down the esophagus) on (B)(6) 2012. According to the complainant, during the procedure, the suture of the delivery system was blocked and the stent could not be fully released. The stent was partially deployed and remained on the delivery system. The device was removed and the procedure was completed with another ultraflex esophageal ng stent device. Reportedly the patient anatomy was not torturous and the stenosis was not dilated prior to stent placement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.